Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na) for seven patient samples that were generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported out of the laboratory; however, after recalibrating the system, repeated results produced higher results and amended reports were issued. All previously run samples since the last calibration were rerun. Treatment was not initiated or withheld based upon the low results reported.

Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was out low for na. Service was initiated for this event, but when the field service engineer (fse) contacted the customer, the system was performing acceptably since a recalibration was performed. The fse did not service the instrument. The customer continues to monitor the system and will contact bci hotline if further issues transpire. No further calls have been received from the customer regarding this issue.